Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the electrodes described as red and bumpy skin. The patient consulted her physician who stated that she could return the device. Follow-up indicated that the patient decided to end use of the lifevest. The current medical condition of the irritation is unknown.